Event description:
A customer reported a malfunction on their pump, which was identified by malfunction code 12. While it was unknown if the customer's blood glucose level exceeded typical thresholds, the malfunction had occurred multiple times previously. As a result, technical support decided to replace the pump. The customer understood the need for programming settings and connecting their cgm to the replacement pump. The customer was instructed to return the faulty pump using the provided return box and pre-paid label within 10 days to avoid charges.